Manufacturer narrative:
Additional information: annex d codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the drug coated balloon being delivered with the use of the telescope was a non-medtronic device. It was later clarified that the tip detachment occurred before the oct device was put in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one telescope guide extension catheter in a severely tortuous, moderately calcified lesion with in-stent restenosis (isr) in the right coronary artery (rca) #2. The telescope device was being used to deliver a drug coated balloon. The device was inspected prior to use with no problems observed. The device was prepped pre IFU with no problems observed. Resistance/discomfort was no noted when delivering the product. Excessive force was not used. It was reported that a tip rupture occurred. The isr stent showed endothelial coverage and did not appear to be a calcification that might be caught. To confirm optical coherence tomography (oct) was inserted and then the telescope was being removed. Resistance was felt during removal of the telescope and when the device was checked, the tip was removed in the blood vessel. The detached tip was safely collected with a snare and was removed. The resistance felt during removal was due to the oct insertion. No further patient injury reported.

Manufacturer narrative:
Additional information: the lesion was located in the mid right coronary artery (rca). It was reported that a tip detachment occurred. The in-stent restenosis (isr) stent was a non-medtronic stent. The optical coherence tomography (oct) device used was a non-medtronic device. The patient health status is good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: akihiro okamoto, takanori yamazaki, tomohiro yamaguchi, daiju fukuda "dual device fragment retrieval using two-wire and snare technique during percutaneous coronary intervention: a case of guide extension tip and balloon shaft separation" catheterization and cardiovascular interventions 2025; 1¿4 https://doi.org/10.1002/ccd.31721 b7.relevant history updated. G2. Report source updated. The lesion had 90% in-stent restenosis. The pci was performed via a left brachial artery approach using a 6-fr launcher amplatz left 1.0 sh guiding catheter and a non-medtronic guidewire. Optical frequency domain imaging (ofdi) demonstrated thick, homogeneous neointimal tissue with a smooth luminal surface and no signs of lipid-rich plaque or thrombus. Lesion preparation was achieved using a 3.0-mm non-medtronic scoring delivered via a 6-fr telescope guide extension catheter followed by drug delivery with a 3.0-mm non-medtronic drug coated balloon. After the lesion was successfully prepared using a scoring balloon and drug-coated balloon via the 6-fr telescope guide extension catheter, the extension catheter became stuck in a tortuous segment during system withdrawal. Gentle traction and advancement of the guiding catheter were attempted during the attempted withdrawal however this resulted in distal tip separation. A 2.0-mm non-medtronic balloon was deployed inside the tip for trapping, but during retrieval the non-medtronic balloon shaft itself fractured, leaving both the guide extension tip and balloon shaft in the coronary artery to retrieve both fragments, a second non-medtronic guidewire was advanced outside the separated tip with the aid of a non-medtronic microcatheter, followed by deployment of a medtronic 2.3-fr-7mm goose neck snare. The snare successfully grasped the initial guidewire, enabling the en bloc retrieval of both the guide extension tip and the broken balloon shaft. Final angiography showed no vessel injury or residual obstruction and demonstrated restored timi 3 flow in the rca without dissection or thrombus. The patient was discharged without complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a non-medtronic guide catheter was used in the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.